Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right side. The patient is enrolled in the triathlon tritanium cone augments study. Patient had a revision of the right knee due to aseptic failure. The tibial baseplate and femoral component were revised. The patellar component was not revised. The implants were replaced with a femoral component, tibial component , tibial cone augment, and tibial insert.

Manufacturer narrative:
An event regarding baseplate malposition involving an unknown baseplate was reported. The event was confirmed by medical review. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: tibial component malposition in relative varus, malrotation and excessive posterior tibial slope has contributed to instability with secondary poly wear, synovitis and pain requiring revision. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusion: medical review has indicated tibial component malposition in relative varus, malrotation and excessive posterior tibial slope has contributed to instability with secondary poly wear, synovitis and pain requiring revision. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right side. The patient is enrolled in the triathlon tritanium cone augments study. Patient had a revision of the right knee due to aseptic failure. The tibial baseplate and femoral component were revised. The patellar component was not revised. The implants were replaced with a femoral component, tibial component , tibial cone augment, and tibial insert.